Manufacturer narrative:
Date of event is estimated. Further information has been requested but not yet received.

Event description:
It was reported that ipg was explanted and replaced in 2023 for an unknown reason.

Event description:
Additional information indicates that patients was explanted in 2023 due to infection at ipg site. Infection has resolved and patient was reimplanted on (B)(6) 2024.

Manufacturer narrative:
Reason for explant infection. Clinical code, impact code, medical device problem code. Further information was requested but not received.

Manufacturer narrative:
An event of infection was reported to abbott. It was conveyed that the infection originates at the ipg site. The entire system was explanted; however, no explanted products were returned for analysis. As a result, a device history record was performed to review and confirm the sterility of the ipg. Based on the documents reviewed, the source of the infection remains unknown. The results of the investigation are inconclusive based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.